Event description:
During a pulse field ablation a farawave was selected for use. The left pulmonary veins were successfully ablated; however, while attempting to cannulate the right veins, the guidewire became stuck in the farawave. The physician pushed the guidewire to release the pressure in case of tissue entrapment, but this did not resolve the issue. Upon removing the catheter along with the guidewire, it was discovered that the guidewire was damaged, having split into three parts. Both the catheter and guidewire were replaced to successfully complete the procedure.

Manufacturer narrative:
Media review: a provided image was reviewed by a boston scientific quality engineer. The image showed guidewire damage as a result of pulling out the stuck guidewire with force. The farawave catheter was not visible in the provided image. This image does not establish a clear conclusion about the cause of the reported event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation a farawave was selected for use. The left pulmonary veins were successfully ablated; however, while attempting to cannulate the right veins, the guidewire became stuck in the farawave. The physician pushed the guidewire to release the pressure in case of tissue entrapment, but this did not resolve the issue. Upon removing the catheter along with the guidewire, it was discovered that the guidewire was damaged, having split into three parts. Both the catheter and guidewire were replaced to successfully complete the procedure. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced farawave pfa catheter was returned to bsc for analysis. Visual inspection of the device noted no abnormalities. A guidewire was inserted into the catheter, and resistance was felt approximately 30cm from the most proximal part of the shaft. A guidewire was then inserted into the distal end and resistance was felt approximately 4cm from the most distal end of the shaft. X-ray inspection of the catheter identified the complaint guidewire still housed inside the guidewire lumen of the catheter with the proximal end of the guidewire appearing broken. X-ray inspection did not identify any clear evidence that would contribute to the stuck guidewire as the guidewire lumen itself appeared to be intact. Dissection of the farawave pfa catheter identified that the guidewire was stuck to the guidewire lumen at multiple sections with only dried blood being present at these stuck sections. Dried blood was observed along the length of the returned guidewire that was stuck inside of the received device. No evidence of visible tissue that may have contributed to the stuck guidewire were noted. The guidewire lumen appeared intact before dissection was performed. Based on the evidence of biological matter (dried blood) within the guidewire lumen, it is possible that tissue may have been present inside the catheter guidewire lumen at some point, constricting the guidewire. However, no identifiable foreign matter that could cause guidewire insertion issues was found during analysis.

Event description:
During a pulse field ablation a farawave was selected for use. The left pulmonary veins were successfully ablated; however, while attempting to cannulate the right veins, the guidewire became stuck in the farawave. The physician pushed the guidewire to release the pressure in case of tissue entrapment, but this did not resolve the issue. Upon removing the catheter along with the guidewire, it was discovered that the guidewire was damaged, having split into three parts. Both the catheter and guidewire were replaced to successfully complete the procedure. The catheter was returned for analysis.